Manufacturer narrative:
H3) the logs from this event were provided. Logs were reviewed but provided insufficient information to determine cause of the reported behavior.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: continuation: concomitant medical products' information references the main component of the system. Other relevant device(s) are: product ID: 9733686, software version: 2.1.0. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system was not receiving imaging system exams. Old exams were deleted and memory space was opened up. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, when the navigation and imaging system were connected, the navigation system was unable to receive exams. The site had also tried to manually send over the images. The site was unable to receive the exam. The procedure was completed without the use of the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. Later it was found that the exams were in the cranial software. It was reported that the site had done two spins; the first worked fine and was used to place screws. The second spin would not push and was only for decompression. After deleting 300+ exams from the system, the spin pushed as intended.